Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After making all of the cuts on the tibia and femur, dr. (B)(6) observed that the anterior chamfer cut was off and the peg hole was misaligned, causing the trial to not optimally fit. Prior to trialing, all bone preparation cuts passed and the use of the planar probe on the cuts "passed" our tolerances. Dr. (B)(6) then placed the size 6 block on the femur and recut all of the cuts manually, finding there was approximately 6mm of proud bone left on the anterior chamfer. Case type: tka.

Event description:
After making all of the cuts on the tibia and femur, dr, roche observed that the anterior chamfer cut was off and the peg hole was misaligned, causing the trial to not optimally fit. Prior to trialing, all bone preparation cuts passed and the use of the planar probe on the cuts "passed" our tolerences. Dr. Roche then placed the size 6 block on the femur and recut all of the cuts manually, finding there was approximatley 6mm of proud bone left on the anterior chamfer. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection. Involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 123 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events of inaccurate resections. There were only 7 other reported events (pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, and pr1433496). Conclusion: investigation points to temporary motion of the bone or base array during the anterior chamfer resection. There is no indication of system malfunction.